Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 9240107. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a potential root cause could not be offered.

Event description:
It was reported that the bd 60 ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: material no.: 309653; lot no.: 9240107. Customer stated the syringe was filled with blood and because the plunger was not seated correctly, blood started seeping through. Doe 10/13/2020. No adverse event.